Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. It was further specified the patient developed a (B)(6) infection from dialysis. The infection spread to the leads and was the reason for explanting this ICD. There were no additional adverse patient effects reported. The ICD was explanted.